Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as 6000089-2007-01748. It was reported that during a coronary drug eluting stenting treatment procedure, EKG changes and chest pain occurred. The lesion was pre-dilated with a 2.0mm balloon, unknown type. The physician then attempted to place a non bsc 2.5x23mm stent to the 90% stenosed lesion located in the extremely calcified, extremely tortuous, mid to distal left anterior descending (lad) artery, but was unable to cross the lesion, the physician then attempted to place a taxus express2 2.5x8mm drug eluting stent, but during insertion, the patient experienced ECG changes and chest pain. The physician stopped advancing the stent and placed it where it could be inserted, location unknown. A portion of the stent was located in the false lumen, so the physician tried to implant a taxus express 2.5x8mm drug eluting stent, but experienced difficulty crossing the lesion and the previously placed stent. During insertion the hypotube fractured outside of the body and was withdrawn. The procedure was completed suing a non bsc 2.5x15mm stent. No patient complications were reported. Patient status post procedure is noted as good.